Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). Programming changes were made to the lead which resolved the issue. The patient was in stable condition.